Event description:
It was reported that after a laparoscopic gastric bypass procedure the patient experienced an intraluminal staple line bleed at the jj anastomosis which required re-op and transfusion. It was small bowel, white 60 firings. No external hemorrhage visible. The amount of the transfusion was not known. No device is being returned.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: received 2units prbc and 2units ffp total during hospital course. Patient is doing well. Was discharged to home and has been seen in surgical clinic for follow-up, doing well and tolerating a diet. The following information was requested, but unavailable: how long after the initial procedure did the event occur? Were any issues noted with staple formation in initial procedure? During the second procedure, was the staple formation noted? How was the bleeding site identified? How was it addressed? Was the site of the bleeding at the staple line to create the common channel or at the topping of the anastomosis? Please confirm that the cartridge used was ecr60w and not gst.